Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their au5800 clinical chemistry analyzer. The doctor contacted the laboratory on the (B)(6) 2022 and questioned patient results. The laboratory also noticed high ise (ion-selective electrolyte) results on the (B)(6) 2022. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. The event for the erroneous results generated on (B)(6) 2022 is addressed in beckman coulter internal identifier case-(B)(4) MDR# 9612296-2022-00104.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and observed the buffer supply was irregular. The failure mode was identified as a defective buffer valve. The fse replaced the buffer valve, cleaned the tubing dilution cap and mixer paddle which resolved the issue. No further issues were reported. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).